Event description:
This report is being filed as the mitraclip (10282595/05) became caught in the chordae and a difficult to remove device has the potential to cause or contribute to patient injury. It was reported that a mitraclip procedure was performed and two clips were implanted in the medial and central position on the mitral valve leaflet. A third clip (10282595/05) was to be placed in a lateral position. There was no difficulty with the insertion or advancement of the device and the alignment of the device with the steerable guide catheter was confirmed to be correct. Due to the pathology of the leaflets, it was difficult to grasp the leaflets with the third clip. While grasping, the clip became caught in the chordae; there was no chordae damage noted. The clip was inverted and retracted with a lot of force back into the atrium. While reorienting the clip, it moved in an unexpected direction. The shaft of the device had not been not curved more than 90 degrees. The clip was removed from the anatomy and replaced with clip delivery system. However, after many "frustrating" grasps of the leaflets, the degenerative mitral regurgitation (mr) grade could not be reduced further. The clip was not deployed and the device was removed. Post procedure, the mr was reduced from 4 to 2 with the implantation of two clips. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned clip delivery system (cds) were reviewed. During device inspection and testing, the reported sleeve steering issue was confirmed and the cds sleeve key was found to be loose and able to be rotated around the steerable sleeve. The clip was found to operate as expected. With regards to the failure to adhere or bond to the leaflets, potential causes for difficulty grasping are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that due to the pathology of the leaflets (prolapse moderate bi-leaflet), it was difficult to grasp the leaflets and the clip became caught in the chordae. Based on the information reviewed, the reported failure to adhere or bond to the leaflets appears to be related to patient/procedural conditions. Additionally, the reported difficult to remove was due to the clip interacting with the chordae during grasping attempts. There does not appear to be any evidence of a product quality deficiency with respect to the clip. Regarding the unexpected movement (sleeve steering issue/ difficult to position) while reorienting the clip during the procedure, based on the evaluation of the returned device, the reported sleeve steering issue was confirmed due to the loose sleeve key, resulting in the key being able to rotate around the steerable sleeve. Based on the related records review and evaluation of the returned device, it was determined that the loose sleeve key was attributed to inadvertent heating of the bond area during the heat shaping process of the distal steerable portion of the shaft. Corrective action has been implemented to prevent this from reoccurring further assessment of corrective/preventive actions will be conducted per local site and department procedures.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter clip delivery system (x2). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.